Event description:
It was reported that the patient had some difficulty activating the device. The therapy manager troubleshot the issue with the patient. All impedances were within normal limits. The device was tested, and only the left side was activated. A review of the x-ray image indicated that the right lead had moved from the implanted site. The lead was displaced due to a lack of strain relief loop. The patient performing crouching flexion maneuver caused the lead to distract. The reported issue was verified. The patient underwent revision surgery to replace the right stimulation lead. There was no report of patient harm or injury.

Manufacturer narrative:
Mml ref #(B)(4). Additional information was received about the event. (B5) it was reported that the device could be activated and provided stimulation on both sides as intended; however, the patient reported getting down on his hands and knees to inspect a cabinet and reaching under it at work. It was at that point that the patient described an intense pain. The therapy manager troubleshot the issue with the patient. On system interrogation, all impedances were within normal limits. The device was tested, and the patient could only feel the stimulation on the left side. A review of the x-ray images indicated that the right lead had moved from the implanted side. The lead was displaced due to a lack of strain relief loop. The therapy manager reprogrammed the device to unilateral stimulation until a revision surgery could be scheduled. There was no report of patient harm or injury. The patient underwent revision surgery to replace the right stimulation lead. Subsequently, the patient was re-activated and now receiving bilateral stimulation. The lead assembly was evaluated, passed the functional test, and operated within the manufacturing specification. All circuits are intact.

Manufacturer narrative:
Mml ref # (B)(4).

Event description:
It was reported that the patient had some difficulty activating the device. The therapy manager troubleshot the issue with the patient. All impedances were within normal limits. The device was tested, and only the left side was activated. A review of the x-ray image indicated that the right lead had moved from the implanted site. The lead was displaced due to a lack of strain relief loop. The patient performing crouching flexion maneuver caused the lead to distract. The reported issue was verified. The patient underwent revision surgery to replace the right stimulation lead. There was no report of patient harm or injury.